Event description:
Note: this MFR. Report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # 300509980320081793 for a description of the other device. It was reported to boston scientific corporation in 2005 that an autotome rx sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the day before. (Patient gender, age and weight unknown) according to the complaint, the "wire came out of bottom rather than top (impregnated wire)". The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.